Event description:
Had lasik in both eyes mono vision so that I wouldn't have to wear glasses. I was told by examining optometrist I would do fine. I have astigmatism of 2 in one eye. A 1.75 in the other eye. A 3.75 in one eye and 5.00 in the other eye I found out after surgery or 20/200 and 21/200. If I had been told that my eyesight was this poor before surgery and I had done research, I would not have advised surgery. Although it is only two weeks after surgery, I am blind at night. I cannot distinguish buildings and could get lost two blocks from my own home. There are long trails of light around things. I cannot read anything. I have double vision. I think my vision is something like 40/70 but I'm not sure. There is so much double vision that I can't see anything. From what I've read, someone with astigmatism 2.0 and vision 500 should not have lasik. Now I not only have to wear glasses, the glasses will not correct my vision as mono vision in two eyes does not create eyes that work together. I will never see intermediate distances. I am worried about further deterioration. I know the recovery time is supposed to be six weeks but I'm supposed to be better by now and I'm not. Discourage lasik mono vision in older adults.